Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Issue was resolved prior to calling technical support, customer continued to use the tandem wall adapter and charging cable.